Event description:
Straight flush catheter malfunctioned and broke during procedure. During angiogram, the catheter did not track over the wire properly and the catheter tip broke off and landed in the superior mesenteric artery. The tip could not be retrieved. There was no injury to the pt.